Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from what was expected, specifically showing 80 units instead of an expected 200 units. There was no adverse impact to the customer's blood glucose level. The customer removed air from the cartridge and used room temperature insulin without overfilling or reusing the cartridge. With the assistance of customer technical support, the caller reloaded the same cartridge, delivered a 10.2 unit bolus as advised, and resolved the issue by bringing the displayed fill estimate closer to the expected value.